Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 150 mg/dl. During a follow-up, it was reported that the customer went to the emergency room (ER) to obtain manual injections as alternate therapy. While in the ER, the customer's bg was in the 270's mg/dl range and manual injections were administered. The customer left the ER an hour later with bg in the low 200's mg/dl range.